Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following unreported damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Instrument grip had indentations at the edges. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that in central processing, the prograsp forceps instrument was observed to have a cable sticking out. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.